Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl; cause was unknown. Reportedly, the paramedics assisted the customer with providing juice and giving fluids by intravenous insulin to the customer. Recommendation was made to consult with healthcare provider regarding diabetes management.